Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at its end of life. The patient lost therapy. The ipg was explanted without complications. The patient wanted to keep the device. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient's ipg had reached its end of service. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.